Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm after changing the tubing fir his insulin pump. His blood glucose was unk at the time of reporting. Insulin did not enter the tubing even when the plunger was pushed manually. The reservoir is being returned. No additional info was reported.